Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 16sep2019. The product support specialist (pse) evaluated the unit and confirmed the reported error. The pse found that the unit would need a new power management (pm) printed circuit board assembly (pcba) speaker. The pse replaced the speaker on the side of the pm pcba to address the reported problem. The unit passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the "check vent: primary alarm failed" occurred. There was no patient involvement at the time the issue was discovered.